Event description:
Customer reportedly obtained results of 20 mg/dl and 90 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event due to reported results. Requested return of suspect system and replacement was sent.